Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to boot. Upon troubleshooting, the rse guided the user to check the electrical panel. It was found that the electrical panel was accidentally switched off, and the rse asked the user to switch it on. The rse then waited for the mpdu to be ready, after which the system switched on normally. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.